Manufacturer narrative:
Product not returned to manufacturer.

Event description:
Doctor reported that the driver (phd02n) fractured inside the restoration. The fractured portion was removed and the procedure was completed.

Manufacturer narrative:
One narrow posterior driver was returned for inspection. A visual inspection revealed signs of wear consistent with use, and corrosion about the knurled handle and rotating surface. The hex tip is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause for the complaint could not be determined.